Event description:
Pt underwent stenting of the mid rca with a taxus monorail coronary stent. After stent deployment, the stent delivery balloon became stuck in the stent, and was initially unremovable. With multiple manipulations, the balloon was ultimately extracted. However, this resulted in catheter induced dissection of the proximal rca and aortic root. The rca was rescued with placement of three additional stents, and the pt spent 3 nights in the ICU for rx/management of an aortic tear/hematoma.